Event description:
It was reported by the plaintiff's attorney that on or about 2009 the plaintiff was implanted with a pelvic mesh product to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff "suffered extreme pain, erosion of her internal tissues and dyspareunia, that has resulted in pain and suffering, disability, mental anguish" and "aggravation of a preexisting condition." The plaintiff's attorney also alleges that the plaintiff underwent "multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.